Manufacturer narrative:
A ge oec service representative investigated the issue and found the user had selected the subtraction mode which caused the reported image quality issue. User unfamiliar with proper system function. The other noted issue was a result of the fluoro functions board (ffb) being defective. The ffb was removed and replaced to prevent system lock-ups. The system was tested, found to be operating correctly, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 9900 fluoroscopy system was reported to have an image quality issue. Images appeared 'reversed'. Also reported possible lock-up issue. Intermittent issues.